Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 3.1. Lab inr: 5.9. Therapeutic range: 2.0-3.0. The time between testing was reported as a few minutes. The inratio monitor was on a "flimsy" bedside tray and the operator states that the tray may have been bumped during testing. Additionally, the monitor was not in the correct mode when the finger stick was performed and the finger was "milked" after the finger stick. No pt specific details were available. No additional info was provided.

Manufacturer narrative:
Investigation pending.